Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue likely occurred because when the clip is pressed against the tip of the sheath, the clip may become stuck in the sheath. However, the device was not returned due to being discarded and a conclusive root cause not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that three (3) of the 16mm single use repositionable clips could not be detached from the metal sheath smoothly, one of the handles of the 16mm clip broke after the nurse deployed the clip. As the 3 clips could not be detached after pulling back the handle, the nurse tried to advance and pull back the handle again and shake the plastic sheath. After a few attempts, those clips were able to detach. The issue was found during polypectomy procedure. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifiers:(B)(6).